Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported an 80-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The team found the guidewire to be interacting and not allowing for appropriate pump delivery. The team replaced the pump and wire and, and at the explant, observed the wire to be frayed. No harm or injury from delay in support.

Manufacturer narrative:
The investigation into the product damage of the .018 guidewire has been completed since the original report was filed. The device was returned for investigation. It was determined that the cause of the guidewire damage issue was use related since excessive force applied during the removal of guidewire.